Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced erratic blood glucose levels, result provided was 59 mg/dl. Customer experienced cramps. Customer was admitted to hospital for 5 days and was released on (B)(6) 2016. Treatment received by the customer is unknown. The infusion device was requested to be returned for product evaluation.